Manufacturer narrative:
D4: expiration date: lot r23b27048: 2/28/2025. H4: lot r23b27048: 2/28/2023. D4: expiration date: lot r23a03093: 1/4/2025. H4: lot r23a03093: 1/4/2023. H10: a batch review was conducted for suspect lots r23b27048 and r23a03093 and there were no deviations found related to this reported condition during the manufacture of these lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unspecified date in 2023 reported as "over the past month." Lot #: suspected lots r23b27048 and r23a03093. Initial reporter additional phone no.: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system continu-flo solution sets were leaking at the check valve. The issue occurred during multiple steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.